Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose, battery out limit, weak battery, damaged battery cap and failed battery test. The customer's blood glucose value was 43 mg/dl. The customer treated with apple sauce and juice box. The customer stated that at 4:30am, her basal rates decreased at 45% and her blood glucose was 50 mg/dl. The customer reported troubleshoot did not resolve battery out limit and failed battery test. The product was not returned for analysis.